Event description:
Siemens received a report on (B)(6) 2012 that on (B)(6) 2012 at approx 6:00 pm pst, two (2) therapists were preparing a new head and neck pt to acquire images at two opposing lateral treatment fields during a session for imaging only. The right lateral treatment fields (gantry = 270 degrees), double exposure were acquired. They were about to move to the left lateral when they noticed that the treatment couch started moving in towards the gantry and up, without any mouse clicks or interaction with the console. One of the therapists turned the control console's right key switch from rad on to pgm/rdy, which stopped the motion. The therapists then entered the room, manually rotated the gantry back up to 0 degrees, re-set the pt to the marks on the head cast, and then rotated down to the left lateral position (90 degrees). They proceeded to acquire the double exposure of the left lateral without any spontaneous couch motion. The pt's images were approved by the physician.

Manufacturer narrative:
Siemens' investigation into the reported event revealed that the issue occurred due to the user's technique in the pt images.